Manufacturer narrative:
This report has been identified as b. Braun (B)(6) internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the catheter was broken. The tip of the needle was intact. This was in-use within the patient's vein with a malfunction was suspected and the IV immediately removed from patient. No foreign body retained. Dressing applied. Site looked appropriate for post-IV removal at dc. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Reviewed the device history record for batch number 21d21g8316 and there were no defect encountered during in process and final control inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.